Manufacturer narrative:
After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached over 250 mg/dl. The pod was worn between 4 and 24 hours. No further details.